Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i2000sr processing module for one patient. (Customer provided normal range: < 0.010 ng/ml). Sid: (B)(6) initial result was 0.056 ng/ml, repeat results were 0.013 ng/ml, 0.020, ng/ml, 0.014, ng/ml, < 0.010 ng/ml. Sample repeated on another architect and result was < 0.010 ng/ml. Sid: (B)(6) second sample result was < 0.010 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched and when troubleshooting the issue, discovered the valves manifold kit (rohs) were failing and the 100ul buffer pump (rohs) was leaking of the architect i2000sr processing module. Service replaced the valve, manifold kit (rohs) and 100ul buffer pump (rohs and deemed both parts the likely cause for the elevated stat troponin results.review of all the information provided by the customer was reviewed. Return testing was not complete as returns were not available. The instrument service history review revealed no subsequent issues have been reported related to false elevated stat troponin patient results post service intervention. A review of tracking and trending did not identify any trends associated with the complaint issue. Review of the alinity I/architect ia product monitoring review scorecard found no trends with regards to the current issue. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module, sn (B)(6) or 100ul buffer pump (rohs) and 100ul buffer pump (rohs) was identified.additional information in section d10 concomitant productall available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i2000sr processing module for one patient. (Customer provided normal range: < 0.010 ng/ml). Sid: (B)(6) initial result was 0.056 ng/ml, repeat results were 0.013 ng/ml, 0.020, ng/ml, 0.014, ng/ml, < 0.010 ng/ml. Sample repeated on another architect and result was < 0.010 ng/ml. Sid: (B)(6) second sample result was < 0.010 ng/ml . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.